Event description:
According to the report, the patient had severe edema in his left arm where the hero graft was implanted. The surgeons elected to remove the hero graft.

Manufacturer narrative:
According to the report, the patient had severe edema in his left arm where the hero graft was implanted. The surgeon elected to remove the hero graft. Therefore, an investigation was performed. The cryolife cardiovascular representative who was present at the case indicated that the patient had a history of arm swelling. The patient had a fistula on the left side for approximately five years. He also had a pacemaker implanted on the left side two years ago. About a year ago, stenosis developed in the subclavian vein which required revision of the fistula with a long piece of eptfe to act as a jump-graft to bypass the stenosed area of the subclavian vein. On (B)(6) 2013, the surgeon cut into the jump-graft and inserted the hero graft outflow component through the venous anastomosis of the jump graft and then threaded the outlfow component tip into the heart. They connected a short piece of eptfe of the hero graft to the other cut end of the jump graft and made connection to the outflow component. The procedure was essentially a salvage of the salvage of the fistula. The reported event was possible due to a combination of the patient's anatomy (subclavian vein stenosis and collateral development) along with the location of both pacemaker wire and hero graft outflow component. However, no definitive conclusions can be made with the available information. All were located in the left subclavian vein and could have potentially crowded the vessel and occluded the origin of a collateral vessel, which would prevent blood to return from the arm. Furthermore, the hero graft instructions for use (IFU) lists edema as a potential adverse event.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.